Event description:
It was reported that the patient presented for generator change procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.